Manufacturer narrative:
(B)(4). Evaluation results - the issue has not recurred at the customer site, however the customer is unsure what caused or resolved the issue. The investigation team reviewed the reports and information the customer provided; however there was not adequate information/data to determine the cause of the false positive(s). The customer reported that the issue diminished after a few days and has not recurred and considers the issue resolved. Field service was not dispatched to the account and the customer is not certain what resolved the issue. This is a final report.

Event description:
The account noticed several specimens that tested prism hcv reactive but elisa negative. The increased reactive prism hcv results are occurring on prism sub-channel a. When the specimens are tested on another prism sub-channel nonreactive hcv results are obtained. The account verified the tubing connections on the prism analyzer. The reactive prism hcv results were not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, prism hcv that has a similar us product distributed in the us, prism hcv. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.